Event description:
During a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. A partial rinseback was performed but the remaining blood was not rinseback due to concern of air in the disposable resulting in an estimated 180 cc blood loss. No medical intervention required.